Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the o2 gas module resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly), or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient involvement. Manufacturer's ref. #: (B)(4).